Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR : 30apr2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was due to the air flow sensor caused by (u1) component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. The manufacturer¿s international service technician confirmed the reported issue. It was confirmed the measured oxygen concentration was 95.5% (allowable range: 95 to 105%) when the setting was 100% at oxygen concentration accuracy test and top cover was found broken. The manufacturer¿s international service technician replaced the defective flow sensor and top cover to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 flow accuracy failed and top cover was found broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.